Manufacturer narrative:
Based on the results of the various inspections and the batch record review it can be concluded that the link rotating hinge knee in material or design did not contribute to the faulty performance that had been detected. The implant failure is most likely a result of the following circumstances: in respect to the damaged bushing we found the joint line has a very low position due to the fact that the tibial resection was too distal. Resections at this depth require bone grafts or special revision components (augments etc.) To achieve the necessary tension and to restore the anatomical joint line. The prosthesis came in hyperextension which led to the bushing damage. Disconnection between the femoral and the tibial component was a cause for an increase leverage. The pe plateau has been removed, washed and reinserted in a revision surgery. Loosening the fixation screw destroyed the screw retention system in the polyethylene plateau, and a new plateau should have been inserted. The publications of nieder (1991) and katzer (2002) describe the failure mechanism in detail and put emphasis on the correct indications for this prosthesis. Material damage in the joint mechanism of the endo-model prosthesis is most frequently found in prostheses retrieved during revision surgeries from patients with severe varus deformity and hyperextension caused by an insufficient soft tissue tension. These publications are cited in our catalogues for this product. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Left link rotating hinge knee implanted in (B)(6) 2014. Washout performed (B)(6) 2014. Patient presented with very odd sensations in hi knee and an x-ray at the end of dec showed the plastic was loose in the knee. The retaining screw had snapped and the tip of it jammed in the tibial component. This necessitated a cement within cement revision of both components as there was significant damage from the loose screw.